Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additionally, white scratches were found due to pixel damage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an e226/e228 scope communication error and the image disappeared while using the hd 3cmos autoclavable camera head; after drying the device, the error went away, but eventually reoccurred again. The issue occurred during preparation for use for a diagnostic procedure, there was a 5-minute procedural delay, and the patient was under general anesthesia at the time. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, a faulty cable was confirmed. Therefore, it was determined that the reported phenomenon, ¿e226 (scope communication error)¿, occurred because the video function did not work properly due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.